Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr290v vented autofeed humidification chambers leaked during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are en route to fph in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Lot number: 130305, manufacturing date: 03/05/2013, quantity affected: 1; 130307, 03/07/2013, 1. Method: the two complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(4) and were visually inspected. Results: visual inspection revealed that the chamber with lot number 130305 was cracked below the bracket, stretching along the base. The printing on the chamber was smeared around the dome. The chamber with lot number 130307 was cracked below one of the ports, which also stretched along the base. The printing on the chamber was smeared in the vicinity of the crack. A lot check revealed no other complaints of this nature for both lot numbers. Conclusion: the nature of the cracking and the smeared print on the chamber domes indicate that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with a solution containing ethanol. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr290v vented autofeed humidification chambers leaked during use. No patient consequence was reported as a result of this incident.